Event description:
A customer reported experiencing a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was advised by technical support to revert to backup therapy using mdi to maintain insulin delivery. Technical support confirmed the shipping address for a replacement pump, instructed the customer on managing the current pump in storage mode, and arranged for its return within 10 days using a pre-paid label.